Event description:
The battery case on my son's insulun pump cracked. The lid to the battery case would not screw on securely. The battery would lose contact and the pump would lose power. Each time, the pump had to be reset. It did not deliver insulin until it was reset. He is insulin dependent, so without the basal amount of insulin, his blood sugar level would climb steadily until he addressed the problem. When the MFR was contacted they immediately sent a replacement pump. This was his third failed pump from this MFR. He used this pump for less than a year. -reports of the other two failed pumps were recently submitted.-